Manufacturer narrative:
Complaint conclusion: two hours post deployment of an exoseal vascular closure device, it was reported that a patient started to have some pain. The patient was taken to surgery to remove the plug of the exoseal which was located in the bifurcation of the femoral artery. The exoseal was used for a diagnostic procedure in the cath lab. Multiple attempts to gather additional information have been made and have been unsuccessful. One non-sterile plug with blood was received inside a pouch. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer ¿plug - inaccurate placement/intravascular¿ was not confirmed since this issue could not be properly evaluated due to the nature of the complaint. In addition, only a used plug was received for analysis; hence, no further analysis could be performed. The exact cause of the event experienced by the customer could not be conclusively determined. However, procedural factors could have contributed to the event as reported. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. Neither the device history record review nor the analysis suggests that the event is related to the manufacturing process. Therefore no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
Two hours post deployment of an exoseal vascular closure device, it was reported that a patient started to have some pain. The patient was taken to surgery to remove the plug of the exoseal which was located in the bifurcation of the femoral artery. There was no report of patient injury. The exoseal was used for a post diagnostic procedure in the cath lab.